Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urge incontinence/urinary/bowel dysfunction it was reported that they had problems with their ins since (B)(6). The patient stated that the location where their ins was felt uncomfortable since they made an adjustment on (B)(6) and that their hip kind of bothered them. The patient added that they had a walk race, and, then they started to have a little problem with their back at the end of the day because when pressure was applied over their ins, they would feel even just their underwear band elastic alone pushing the unit causing discomfort. The patient mentioned that they've been laying with their back positioned on a pillow and that they had to bend or move too much to get comfortable. The patient also mentioned doing self-catheterization and stated that in the last 2 days, they've been bothered by their hip at night. The patient also mentioned that they were trying to get comfortable;, instead of being down on "4.0 or less", they've been at "8.9" and "10.9" trying to get uncomfortable. Patient then mentioned that they ended up taking 2 tylenols last night and that they called their hcp, but they were told to contact mdt. The patient seemed unsure of what their hcp told them because when agent asked patient if they were told to contact ps, the patient did not provide a clear answer. The patient was very confusing during the call because they were speaking quite fast and were not providing clear information. The agent reviewed general therapy information and role of the rep , then redirected the patient to their hcp to further address the issue. The agent also sent an email to the field for visibility. During the call, the patient was very difficult to understand, and the agent did their best to document important details of the call. The patient called pats and mentioned that they were expecting a call from an mdt rep. They said they called their hcp and they were told to contact mdt, but the patient was very confusing and was insistent that someone assist them with their issue in person. They reported discomfort around their ins location and refused to turn their therapy off without their hcp's directions.